Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the black sheath portion of the prostyle broke and separated completely from the device when removing the device from the vessel after placing the sutures. The black sheath portion remained in the patient anatomy. There was no resistance when removing, only a very minor "snap" when the device broke. Attempts were made to remove the separated black sheath with bioptome/snaring; however, there was too much resistance from the contralateral side. Open vascular surgery was performed to remove the separated prostyle sheath. Final hemostasis was achieved after surgical removal of the prostyle fractured part with normal open vascular surgical technique. The left femoral was accessed to perform the tavi with normal closure with two prostyles. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.